Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2005, patient underwent following procedure: posterior segmental pedicle screw instrumentation l4-l5, l5-s1 using titanium screws and rods. Bilateral posterolateral arthrodesis using autologous local bone and bone morphogenetic protein l4-l5, l5-s1. Bilateral l5 gill procedure with complete removal of the dorsal arch of l5 and decompression of the l5 and s1 nerve roots. Stereotactic image-guided surgery using the stealth fluoronav technology. Pre-op and post-op diagnosis: grade 2/3 l5-s1 spondylolisthesis. As per op notes: ".. Using stereotactic guidance, pedicle screws were passed into l4, l5 and s1 with good purchase. The wound was irrigated with copious amounts of antibiotic solution. The transverse processes and sacral ala were decorticated. Protein sponges impregnated with bone morphogenetic protein were wrapped around the morcellized local bone saved during the laminectomy. This was packed in the lateral gutters.. There were no apparent complications.. " on an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2/acs.